Event description:
Incoming inspection found indentation on the outer packing box.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Incoming inspection found indentation on the outer packing box.